Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 21-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 15 mg/day) via an implantable infusion pump. It was reported that the patient had a catheter issue which was clarified to be that the catheter was reportedly cut during an unrelated surgery on (B)(6) 2018. The cause was unknown. The catheter was replaced on (B)(6) 2018 with a new catheter. The revision resolved the issue. No patient symptoms were reported. The explanted catheter was discarded and would not be returned. The patient's weight was provided. No further complications were reported.